Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also exhibited non capture and was dislodged. The patient is a participant in the adapt response post market clinical study.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. It was noted that the right atrial (ra) lead exhibited high thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.